Event description:
Customer reported receiving a motor error alarm. Customer also reported receiving the motor error alarm three times in the last thirty days. Blood glucose value at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.